Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. The pulse generator exhibited noise. The patient was asymptomatic. No intervention was reported and the patient would be monitored.